Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to the position of the left ventricular lead. The patient presented in clinic for scheduled lead revision. The lead was repositioned successfully. The patient no longer experienced stimulation and would continue to be monitored.